Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional initially reported that during surgery a system message was displayed that necessitated the exchange of the kit, and that the surgery continued as usual. Additional information received indicated that there was no system message, however, after the vitrectomy was completed, the system would not aspirate the mature cataract. The kit was exchanged, but that did not solve the problem. The system was exchanged and the cataract extraction with iol implant was completed. There were no injuries to the patient, but the exchange of systems caused a 20 minute delay during the surgery.